Event description:
The customer observed incomplete dissolution of mmb calibrator rc420 lot 4cd039 when attempting to calibrate the mmb reagent. The account did not proceed with calibration and patient tests were not run on the calibration. Patient treatment was not altered or prescribed due to the incomplete calibrator dissolution. There was no report of adverse health consequences as a result of the incomplete calibrator dissolution.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the calibration failure is a calibrator dissolution issue. The account noted poor disolution of the lyophilized calibrator lot 4cd039. Siemens healthcare diagnostics inc. Had confirmed customer complaints of mmb calibrator, rc420, lots 2gd053, 2kd024 and 3ad051, not being fully dissolved after the stated time in the product instructions for use. The frequency of this occurrence is low but if it occurs, gel-like clumps may be observed. An urgent medical device correction (umdc) for the mmb calibrator rc420 was issued in may 2013 to impacted customers. The communication, (B)(4), provided customers with a workaround for the impacted lots. Customers who had been shipped the impacted lots were notified that the mmb calibrator can tolerate extended reconstitution time (up to four hours) and still meet performance specifications. They were notified that until a permanent solution to the issue is identified, they are to follow the calibrator preparation instructions provided in the correction letter to optimize calibrator preparation. For lots going forward, until a permanent solution is implemented, an alert card has been included with the product to instruct the customer to reference the umdc communication or to alert new customers of the potential for incomplete dissolution. Siemens healthcare diagnostics manufacturing records confirm the lot contained the alert card.